Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, upon the first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem and was replaced with another of the same device to complete the procedure. There were no complications reported, and patient was in good condition after the procedure.